Event description:
The pt underwent an elective cardiac catheterization followed by deployment of an angio-seal device to seal the arteriotomy site. Following transfer to the unit, the pt complained of dyspea and systolic blood pressure decreased from 130 to 80. A large hematome was noted at the right groin site; a femostop was applied. The pt received a sodium chloride bolus and systolic blood pressure increased to 110; the pt was asymptomatic at this point. A retroperitoneal bleed was diagnosed. The pt underwent right iliofemoral exploration under general anesthesia which revealed bleeding from the right external iliac artery. The angio-seal device was removed and the artery sutured. There were no complications and the pt was reportedly recovering. Estimated blood loss was 500cc. The pt will undergo rehabilitation.